Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly. The pump was re-plugged the battery tube connector and the pump passed the currents test, self test and unexpected restart error test. Unable to perform the displacement, rewind, basic occlusion, prime or excessive no delivery tests due to the blank display anomaly. The pump had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.